Event description:
The surgeon had to revise a procedure 3 weeks post operatively as the plate broke in patient. The surgeon replaced the existing plate with another reconstruction plate.

Event description:
The surgeon had to revise a procedure 3 weeks post operatively as the plate broke in patient. The surgeon replaced the existing plate with another reconstruction plate.

Manufacturer narrative:
The macroscopic and microscopic investigations showed that mini plate, profile high 1.5mm, 4-holes, with bar broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fractured surface had appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also existed. In addition, swinging lines of a fatigue breakage were also visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload at the fracture area of the plate. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.